Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was reported as an attempted implant due to unknown product performance issue. No further information is available. There is no evidence of adverse patient effects.

Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information reporting that this right atrial lead was unable to be successfully implanted due to helix unable to be extended. Over 30 turns were tried. This lead was therefore removed prior pocket closure. No adverse patient effects were reported.